Event description:
Patient reported right side device rupture that lead to a severe infection and "tumor mass". Additionally reported was "effusions of the prosthesis." The device remains implanted.

Manufacturer narrative:
The events of infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; infection; "effusions of the prosthesis".

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.